Event description:
It was reported that during the procedure while pulling traction on the operative leg the patient¿s foot and the boot liner fell out of the boot, the surgeon was able to catch the foot and readjusted. A week later, following a left hip scope the patient reports right lower calf pain post-operatively, there are concerns for surgical boot/bed causing compartment syndrome. Patient was brought back for surgery on the affected extremity; additional treatment and therapy were required.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The device will not be returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: patient¿s foot and the boot liner fell out of the boot. Probable root cause: process: boa laces routed incorrectly. Use errors.

Event description:
It was reported that during the procedure while pulling traction on the operative leg the patient¿s foot and the boot liner fell out of the boot, the surgeon was able to catch the foot and readjusted. A week later, following a left hip scope the patient reports right lower calf pain post-operatively, there are concerns for surgical boot/bed causing compartment syndrome. Patient was brought back for surgery on the affected extremity; additional treatment and therapy were required.